Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 09/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 66mg/dl and 68mg/dl fasting. Reviewed meter memory: (B)(6). Customer meter does not have correct time and date in meter.